Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 600mg/dl. Troubleshooting was performed. All the programming, basal, bolus, history and time/date were correct. The self test, prime, and high pressure passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.